Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a revision of the inflatable penile prosthesis as the pump push button was half open and half closed. During the revision case, it was found that after the initial operation, connective tissue had formed a capsule around the pump, which mechanically pressed the button over time causing the issues with the pump. This is the reason that the surgeon did not replace any components. The patient was satisfied with the outcome and was able to use his inflatable penile prosthesis perfectly, when it is needed.

Event description:
It was reported that the patient had a revision of the inflatable penile prosthesis as the pump push button was half open and half closed. During the revision case, it was found that after the initial operation, connective tissue had formed a capsule around the pump, which mechanically pressed the button over time causing the issues with the pump. This is the reason that the surgeon did not replace any components. The patient was satisfied with the outcome and was able to use his inflatable penile prosthesis perfectly, when it is needed.